Event description:
It was reported that a high blood glucose level was displayed as "high" on the cgm, with no specific value provided. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. The customer took corrective action by administering a correction injection via mdi. The customer understood and planned to replace the supplies as necessary and resume insulin use.